Manufacturer narrative:
Note: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they believed the stimulator was operational and had been adjusted to increase intensity and just seemed to be far less effective. They had an appointment with physician who warned one, it sometimes had not lasted for other patients. Patient weight was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/pelvic floor patient reported that for the last couple of months the stimulator had not been effective. No symptoms were reported and no further complications were noted or anticipated.